Event description:
A patient was undergoing a cardiac catheterization. The ima guide catheter was inserted in the ascending aorta. While attempting to engage the rca, right coronary artery, the guide catheter kinked and then fractured. The distal portion of the guidewire was in the sheath, and unsuccessful attempt was made to remove the fragment by removing the sheath. Manual pressure was applied to the arteriotomy site, and arterial access was gained distal to the original site and a 0.035" guidewire was used to secure access. A 10f sheath was placed in the right femoral artery and multiple attempts were made to snare the fractured catheter with a 6f catheter. Eventually it was snared and removed. A femoral angiogram showed no injury to the vessel. However, the patient subsequently developed a pseudoaneurysm and then a large hematoma and hemodynamic instability, requiring an emergent repair of the superficial femoral artery, common femoral artery and profunda.